Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and it was resolved without any recurrence of the malfunction code. Customer was advised to continue using the pump and to report if the issue reoccurs.